Event description:
It was reported that the device was intermittently undersensing. It was recommended to change sense/pace vector. The device remains implanted and will be monitored.

Event description:
Clarification of event: mismatch between the near field and far field channels resulted in false non sustained lead noise. It was recommended to reprogram the far-field vector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.